Manufacturer narrative:
This is based on the internal evaluation. Previous d4 serial # (B)(6). Corrected d4 serial # (B)(6). Previous d4 catalog and d4 version of model # # ard568370932 corrected d4 catalog # d4 version of model # ard568370902. Getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated, spring arm's elbow cover was missing. There was no injury reported and the circumstances of the issue are unknown. However considering the worst case scenario the missing part could detach from the device and fall off into the sterile field, therefore we decided to report this issue in abundance of caution as it might be a source of contamination or serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, due to dust cover missing, and in this way the device contributed to the event. According to the information gathered, the issue was discovered during daily checking. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue of missing cover on powerled and hled surgical lights, there was no event which led to the serious injury. Comparing the number of claimed devices to the number of sold devices worldwide, we can conclude that the failure ratio is low for missing covers. A root cause analysis was performed by subject matter experts, and it was established that the dust cover was probably missing due to non-conformity of the metal covers assembly, degradation of the metal covers or improper use (collision with another device). Maquet sas analysis shows that the metal strip comes out of the covers when it is not clipped properly. Manufacturer initiated also a modification file (e131106) to include this dust cover fitting procedure in the technical documentations with all spring arms. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Initial reporter: hospital staff h3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated, spring arm's elbow cover was missing. There was no injury reported and the circumstances of the issue are unknown. However considering the worse case scenario the missing part could detach from the device and fall off into the sterile field, therefore we decided to report this issue in abundance of caution as it might be a source of contamination or serious injury.